Event description:
Customer reported he went to the hospital emergency room with high blood glucose over 600 mg/dl. Customer was released after 3 hours with glucose reading of 400 mg/dl customer stated he does not think there was any issue with the insulin pump; high blood glucose was caused by medicine taken for infection. Customer declined to troubleshoot. Nothing further reported.

Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.